Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified two fractured guides as reported. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Associated reports: 0001825034-2022-02642.

Event description:
It was reported that during a hip procedure two positioning guide rods broke. There was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.